Event description:
It was reported that post implant procedure, the right atrial lead exhibited high impedance, capture and sensing issues. The patient was taken to the lab for further testing; normal values were observed. The device was explanted and replaced successfully. The patient was in stable condition post event and would continue to be monitored.

Manufacturer narrative:
(B)(4).